Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The customer was sent a air/exhalation flow sensor and the device passed all performance specification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing the oxygen flow accuracy test. No patient involvement.